Event description:
Device malfunction: partially deployed stent. Time of device malfunction: during un-packaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xpert stent was found partially deployed. The customer reported, there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.